Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 36 and 48 hours on the arm. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received fully deployed. The download data showed that an 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in device leaking fluid. Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. The length of soft cannula was observed to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched and flattened. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.